Event description:
In 2003 pt rec'd mitek anchor implanted in the temporomandibular joint area. Shortly afterward pt experienced severe deep itching along surgical site and popping and pain in the tmj area. In 2004 underwent surgery again and it was found that both tm discs were displaced and the left disc had folded over and fell apart where the mitek anchors had been implanted in 2003. Mitek anchors calcified and the left-side disintegrated so surgeon was unable to remove mitek anchors and removed the damaged discs. Four weeks after the second surgery and the severe itching continues.

Event description:
Add'l info rec'd from MFR 12/16/2004: there was no product code listed on the enclosed form. However based on the type of procedure described and product description provided in voluntary report mw1032930, depuy mitek will assume the product code is 212033. No medwatch report was filed until notification of this event. Upon receiving letter a medwatch report was filed via fax.